Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder arthroplasty (tsa) on the right side. Subsequently, their rotator cuff failed. As a result, the patient revised to a reverse tsa. The humeral head was removed, and the primary stem was left in humerus. A plus five tray was torqued to existing stem, and a 40 mm liner was used. On the glenoid side, the laser cage glenoid was removed and replaced with a + 10 extended cage peg small reverse glenoid baseplate. The center peg of the initial caged glenoid had broken loose from poly, and poly was floating in glenoid area. Patient was last known to be in stable condition following the event. No further information available.